Event description:
It was reported that the patient tried to cardiovert himself and was unsuccessful. The lightning bolt light on the activator would not light up. The caller contacted the company technical services and while trying to use the activator in-clinic and it would only blink the telemetry light and not do anything else. The technical representative reviewed the patient¿s episode list and confirmed check marked episodes and symptoms were appearing. The representative reviewed the patient¿s atrial therapy settings and determined duration to stop had timed out. The representative guided the caller to program it to none. Auto atps (anti-tachycardia pacing) started delivering but the device would not respond to the activator. It was found that the device was not responding to the activator due to telemetry c/wireless session being in progress. The representative discussed with the caller the need to end the wireless session and use wired telemetry to be able to use the activator. The device and activator remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.